Event description:
Reportedly, the instrument was fired and locked on tissue. Another instrument was used to fire on each side of the first device to release it from the tissue. Procedure: bariatric procedure. Pt status: no pt injury reported.